Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection found no external damage or defects. The unit powered on and off using battery power and also while docked. The device would not connect to a known good instrument module. During log file analysis, the fault retrieval logs indicate several occurrences of a "sysfault 52" (software fault). Internal inspection found contamination on the battery board u7 component. The battery board was directly connected to a known good instrument module, communication was successful and the module was able to pair with a root. Good continuity was measured across the back cover pogo pins. Potential poor connection between the battery board and back cover pogo pins, results in the unit to become unable to communicate with a known good instrument module. The battery board u7 component is contaminated, can potentially cause a "sysfault 52" error to occur. The unit will not be able to connect to a known good instrument module or root when this error occurs. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event., corrected data: correction to h4: model # from "9664" to "24949" and h4: catalog # from "24949" to "9664".

Event description:
The customer reported the device loses connection with board. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device loses connection with board. No patient impact or consequences were reported.